Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient was unable to check his blood glucose due to his onetouch ultramini meter displaying an "error 1" error message. Per the onetouch ultramini user guide, this message may mean there is a problem with the meter. The following complaint was classified based on information obtained from the cca (customer care advocate) documentation. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 1:30am in the morning. The reporter claimed she woke up to find the patient "sweating" and therefore, attempted to check his blood glucose with the subject device when the alleged issue occurred. He was reportedly taken to the emergency room (ER) at approximately 3am where his blood glucose was tested using an hcp meter (brand unknown) and reported a blood glucose value of "245mg/dl." The reporter stated the patient was treated by the doctor with an unknown medication to bring down his blood glucose down. It is not known if the patient was admitted to the hospital and for how long. He was also being treated for a uti. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time. A replacement meter was sent to the patient. Although the patient was symptomatic prior to the alleged issue occurring, this complaint is being reported due to a delay in testing/treatment for which he patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.